Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula artery. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon was burst. The procedure was completed another of the same device. No complications were reported, and the patient was stable.